Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to loosening of the femoral component. A scorpio knee was converted to a triathlon ts knee. Rep confirmed there are no allegations against the revised insert, and that the tibial component was revised only to convert the knee to triathlon. Rep also confirmed that no further information will be released by the hospital or surgeon.